Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the stimulation feeling stronger than expected was because the patient didn't adjust it because he thought his adaptive stimulation (as) would work. The rep and the patient are testing the as now. The patient was instructed to manually adjust their stimulation until they can set up as again. The issue was resolved for the patient if they're manually adjusting their stimulation. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient stimulation is stronger than expected. While setting up adaptive stimulation (as). The patient was perceiving amplitude at a higher intensity than the actual settings. The patient reported prior to as setup of a laying position of 1.8ma. Currently that intensity (during setup) is causing a stronger sensation. The transition times were changed to 0 from upright to laying. It was recommended setting the intensity, to a much lower setting than the 1.7/1.8 for the laying position. The caller is going to leave, as off for now, primary due to when the patient is laying it's uncomfortable for the patient. They are not sure why the intensity feels so much stronger when settings up as. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-17. The rep indicated that they tried to program the patient for adaptive stimulation (as) but when they attempted to test it, the parameters were not saved. They had to leave the patient without as enabled. The rep asked if there were any things to know about programming as so they could avoid this problem. Technical services recommended calling when with the patient. The rep plans to set another appointment with the patient in the near future and plans to include a cs so they can attempt to further troubleshoot the as programming on the patient¿s device. No further complications were reported/are anticipated.